Event description:
The ams 700 cx penile prosthesis had a leak in the tubing between the right cylinder and the reservoir. It was removed and replaced by the physician. The device was retained at the decontamination area.